Event description:
In this event it is reported that a eddy irrigation tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
During initial investigation, no fault could be found: based on visual inspection and measurement (measured with measuring gauge mitutoyo pm # 1749 valid till 5/2026) of the return eddy tip, the eddy tip is complete and matching to specifications. No fault found. No update has been received following two (2) documented request whether the product has been used and if any injury occurred. The root cause cannot be determined. The complaint is registered, and we will monitor the trend. DHR sheet received from mc2 attached. Produced lot 460967 without issues. According to our system this lot has not been claimed before. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. DHR: DHR sheet received from mc2 attached. Produced lot 460967 without issues. According to our system this lot has not been claimed before.